Event description:
It was reported that at the start of the procedure, the doctor used a fiber with just over 10 minutes of vaporization. The fiber did not function properly, as the steam that should have exited from the side was instead coming out from the fiber tip. The procedure was completed with another fiber. No additional information was provided.

Event description:
It was reported that at the start of the procedure, the doctor used a fiber with just over 10 minutes of vaporization. The fiber did not function properly, as the steam that should have exited from the side was instead coming out from the fiber tip. The procedure was completed with another fiber. No additional information was provided.

Manufacturer narrative:
Upon receipt of the fiber at our quality assurance laboratory, visual analysis identified a distal circumferential fracture, a protruding glass tip, and misalignment of the tir with the firing window, consistent with glue failure. The customer provided image also showed laser energy exiting from the fiber tip, supporting these findings. Moderate detritus was observed on the tip, indicating the fiber was likely buried into tissue during use, which can restrict cooling and lead to overheating and tip damage. The forward firing rate exceeded the threshold for potential patient harm, and the reported issue of steam exiting from the tip was confirmed. Functional evaluation of the fiber card verified the device was recognized and used. Labeling review confirmed that improper contact between the tip and tissue may cause fiber damage. Based on the analysis, user device interaction likely caused or contributed to the observed failure.

Manufacturer narrative:
The device was not returned for analysis and the complaint as reported could not be confirmed. Record review revealed no additional information related to the complaint. The results of record reviews did not provide evidence of a probable cause. This investigation was unable to determine a probable cause for the complaint event based on the available information; the conclusion code cause not established has been assigned as the most probable cause.

Event description:
It was reported that at the start of the procedure, the doctor used a fiber with just over 10 minutes of vaporization. The fiber did not function properly, as the steam that should have exited from the side was instead coming out from the fiber tip. The procedure was completed with another fiber. No additional information was provided.

Event description:
It was reported that at the start of the procedure, the doctor used a fiber with just over 10 minutes of vaporization. The fiber did not function properly, as the steam that should have exited from the side was instead coming out from the fiber tip. The procedure was completed with another fiber. No additional information was provided.